Event description:
Drive devilbiss healthcare was notified of an incident allegedly involving a wheelchair by a letter from an attorney, which states the end user was using the wheelchair without the legrests when her foot came into contact with the edge of the fork on the wheel, resulting in a laceration to her foot that required 25 stitches. The end user was prescribed antibiotics. The end user was later admitted to the hospital with hematoma to the wound, which required two surgical procedures and wound care. Drive devilbiss healthcare is currently investigating the incident, including attempting to inspect the device in cooperation with the attorney.

Manufacturer narrative:
Drive devilbiss healthcare recieved the serial number to the device. Serial number (B)(6) as well as the manufacturer.